Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.34ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The technology of the plum xlm list#11859 does not contain a pump history that provides past programmed settings. Hospira is unable to confirm the programming of the device reported by the customer. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the patient received more medication than expected. At 1505, the device was programmed to deliver 10% dextrose 500ml, at a rate of 10ml/hr, with a vtbi (volume to be infused) of 500ml. At 1630, it was reported when the nurse went to check on the patient the device was alarming air in line and the dextrose bag was empty. The physician was notified and ordered a blood glucose level and subsequent monitoring of glucose and electrolyte levels. At that time the patient's blood glucose level was reported as "hi". The device was removed from clinical service. The patient was treated with a saline delivery using a replacement device. No programming parameters were provided. The patient was transferred to neonatal intensive care unit and was scheduled for a neurology consult. The subsequent blood glucose and electrolytes results were requested but not provided. It was reported the patient was improving with no evidence of harm or injury. The customer contact reported that the patient was reactive and awake before and after the event. No additional info was provided.